Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were loose. They were gapped and could be easily pulled off of whatever they were clipped to. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. No malformed clips were noted during eval. The instrument was fully functional and conforming to mfg requirements. No conclusion could be reached based on the analysis results, as to what may have caused the reported incident. A batch record review was performed, and no anomalies were found during the mfg process.